Manufacturer narrative:
The contract manufacturer conducted an evaluation of the returned device. Visual inspection showed the solid purple catheter/tubing was wavy/twisted. At the 23cm mark a large kink was noted. Between the 23cm to 23.5cm mark a straight longitudinal slit was present. A cross section before and after the kinked/slit portion of the tubing was performed and measurements were taken where possible. Variation of the measurements may have been caused by handling or use of the catheter as it was implanted for 16 days. A review of the manufacture records for the lot reported showed the device was manufactured to specification. The root cause is most likely not due to the manufacture process. A definitive root cause cannot be determined. It is possible that the lumen being kinked or clotted may have contributed to the failure. The instructions for use contain the following. Occluded/partially occluded catheter- if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. Failure to ensure patency of the catheter may result in catheter failure.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Catheter ruptured 2mm beyond the 26cm mark. Reason for passage of the PICC to antibiotic therapy (rocefin)